Event description:
It was reported that after 9,227j with 9:31 minutes of use, the fiber tip disconnected from the fiber. The fiber was not cleaned during the procedure. The fiber was replaced and the procedure was completed without patient complications.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device did not identify a fiber cap/tip break. The glass cap bevel edge and metal cap were not aligned. The glass cap could rotate independently of the metal cap. The glass cap exhibited moderate devitrification at output window. The metal cap exhibited severe detritus adhesion on surface. The outer flow tubing open end exhibited minor scratch marks. There were no signs of breakage along length of fiber. Based on the device analysis, the product complaint "fiber tip disconnected from the fiber" could not be confirmed. Based on the observed glue failure, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that after 9,227j with 9:31 minutes of use, the fiber tip disconnected from the fiber. The fiber was not cleaned during the procedure. The fiber was replaced and the procedure was completed without patient complications.